Event description:
Catheter tip flourished (opened) during use causing injury to the patient. Staff noticed that catheter tip exceeded the level of the bevel causing the catheter to flourish when inserted into the patient's skin.